Manufacturer narrative:
Received one (1) used list# ch2000s spinning spiros. As received it was observed that the spiros strap was not properly seated on the post. No additional damage or anomalies were observed. A leak test, using hydrostatic pressure pump (p-3g-376) as per spiro performance specification (ps00-00022) to 20 psi for 10 seconds in the activated position was attempted. However a leak was observed from the spiros post at gravity pressure. Upon disconnection and reconnection the leak was observed to decrease even after reaching 20 psi. It was noted that the spiros strap had partially settled in the right position. The complaint of broken plastic cannot be confirmed. However the complaint of leakage can be confirmed. The probable cause is due to an error during assembly.

Manufacturer narrative:
The complaint investigation was updated on 12sep2024 as follows: received one used list# ch2000s spinning spiros. The spiros came back activated. No spline or shear tab damage were noted on the spiros. No additional damage or anomalies were observed. No mating device was returned for evaluation. A leak test was performed per specification. A leak was observed from the spiros post at gravity pressure. Upon disconnection and reconnection the leak was observed to decrease. The strap was then pushed back into position and the leak test was repeated. No leakage was observed. The spiros was disassembled to look for any damage or anomalies. An indent was observed on the outer diameter of the poppet, as well as residuals in the inner diameter of the spiros body as well as scratch like damage. The damage appears to be cold form damage resulted from a mating device interaction and not significant enough to cause leakage. The complaint of broken plastic cannot be confirmed. However the complaint of disconnection can be confirmed based on the device being returned activated, indicating a disconnection from the mating device. The probable cause of the disconnection is unknown. During investigation a leak was also confirmed from the male end, at the tip of the poppet. The probable cause of this leak is due to dried up infusate. The source of the dried up infusate is likely a result of the transportation time between customer and investigation site. A lot history review could not be conducted because no lot number was identified. Date returned to mfg: 8/13/2024.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event occurred on an unspecified date and involved a spinning spiros, closed male luer. The customer reported that the plastic within the spiros broke and the luer lock became inactivated. Chemotherapy (ifosfamide) was hung and the infusion for the patient began. The tubing became dislodged from the spiros and a large amount of medicine leaked out. The patient did not receive entire amount of desired dose. There was a reported delay to therapy, however there was no harm to the patient as a result of the complaint/event.